Manufacturer narrative:
The device used in this case was not returned. All handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
Uterine sounding length was 7.5 cm, the cervix 3 cm, making the uterine cavity (fundus to internal os) 4.5-cm. The cervical canal was further dilated using pratt or hank dilators to 23-25 fr. Hysteroscopy was performed. Cavity size appeared to be normal and no pathology was seen. The doctor inserted and opened the minerva device array barely into the green zone of the array opening indicator, indicating potential under-deployment. The cervical balloon was inflated and the rf controller red/green cervical seal slider remained in the red zone, indicating a leak. Hissing sound was heard at the cervix. Device was removed, re-inserted, deployed to approximately the same level, and the cervical balloon was re-inflated. The rf controller red/green cervical seal slider moved into the green zone, indicating no leakage. The uit (uterine integrity test) was initiated, both stages of which passed on the first attempt. This was followed by an uninterrupted 120 second ablation cycle. The cervical sealing balloon was deflated, device unlocked and removed. Post-treatment diagnostic hysteroscopy was not performed. The patient was discharged shortly after the procedure. On day 3 after the procedure, the patient reported the onset of severe lower abdominal pain and went to the emergency room. A CT scan was performed and free air in the abdominal cavity was confirmed. The patient was taken to the operating room. Laparoscopy was performed and two uterine perforations in the fundus and perforation of small intestine were identified. The general surgeon on-call performed small bowel resection and end-to-end anastomosis. The patient fully recovered and was discharged. Images obtained during laparoscopy clearly indicate two areas of what appear to be transmural defects and blanching at the fundus of the uterus. The estimated distance between the two defects suggest that the device was under-deployed, with one defect located in the uterine cornu with the second one located on the same side of the uterine mid-line, suggesting that the device deployment level was likely in red zone, and was most likely was the main contributor to this event.